Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 201-202 mg/dl.

Manufacturer narrative:
Device not returned.